Event description:
Agent ide study it was reported that a myocardial infarction occurred. On (B)(6) 2024, the subject was diagnosed with accelerating angina. On the same day, 80% in stent restenosis from mid right coronary artery (rca) into distal rca was treated with laser atherectomy, 2.50 mm x 12 mm and 2.50 mm x 15 mm emerge monorail balloons, a 3.50 mm x 10 mm wolverine cutting monorail balloon and a non-boston scientific balloon. An 100% acute occlusion of the right posterior descending artery (rpda) was noticed and the subject experienced chest pain. A culotte technique bifurcation percutaneous coronary intervention (pci) was attempted, but optimization of the bifurcation with kissing balloons failed due to difficulty in delivering. The rpda was then treated with 2.50 mm x 12 mm and 2.50 mm x 15 mm emerge balloons, a 3.50 mm x 30 mm nc emerge balloon, a 2.50 mm x 20 mm synergy stent and non-boston scientific balloons. Post treatment of the rpda lesion, the lesion from the mid rca to second right posterolateral artery (rpl) was treated with a 3.50 mm x 48 mm synergy stent, 3.50 mm x 30 mm, 3.50 mm x 15 mm, 2.50 mm x 12 mm, 3.00 mm x 15 mm, 4.00 mm x 20 mm and 4.00 mm x 15 mm nc emerge balloons, a 4.0 mm x 24 mm synergy megatron stent, and non-boston scientific balloons. The subject was noted with good flow. Post revascularization, the residual stenosis was unknown with thrombolysis in myocardial infarction (timi) flow of 3. On (B)(6) 2024, the subject was discharged on dapt. On (B)(6) 2024, the subject presented to the emergency department with complaints of ongoing right sided chest pain, shortness of breath associated with activity and continued chest discomfort since cardiac stent placement on (B)(6) 2024. Two nitroglycerine were administered. On the same day, lab test revealed elevated troponin I, consistent with protocol definition of myocardial infarction. Based on the symptoms and biomarker elevation, the subject was diagnosed with myocardial infarction during follow up period. The location of myocardial infarction was not identifiable and was not a q wave mi. On (B)(6) 2024, the event was considered to be resolved/recovered. It was further reported that the subject was diagnosed with accelerating angina associated with intermediate coronary artery disease on (B)(6) 2024. Post treatment of the rpda on (B)(6) 2024, timi flow of 3 was achieved. The mid rca to second rpl lesion was 80% stenosed. The subject was started on heparin drip in addition to the ongoing dapt. No evidence of pericardial effusion. On (B)(6) 2024, the subject was noted with resolving chest pain. The subject was discharged with recommendation of continuing dapt and follow-up with primary cardiologist. On (B)(6) 2024, the subject was scheduled for a staged procedure during which 80% in stent re-stenosis at the second rpl was treated with balloon angioplasty catheter and cutting balloon. Post revascularization, the residual stenosis was 20% with timi flow of 3.

Event description:
Agent ide study. It was reported that a myocardial infarction occurred. On (B)(6) 2024, the subject was diagnosed with accelerating angina. On the same day, 80% in stent restenosis from mid right coronary artery (rca) into distal rca was treated with laser atherectomy, 2.50 mm x 12 mm and 2.50 mm x 15 mm emerge monorail balloons, a 3.50 mm x 10 mm wolverine cutting monorail balloon and a non-boston scientific balloon. An 100% acute occlusion of the right posterior descending artery (rpda) was noticed and the subject experienced chest pain. A culotte technique bifurcation percutaneous coronary intervention (pci) was attempted, but optimization of the bifurcation with kissing balloons failed due to difficulty in delivering. The rpda was then treated with 2.50 mm x 12 mm and 2.50 mm x 15 mm emerge balloons, a 3.50 mm x 30 mm nc emerge balloon, a 2.50 mm x 20 mm synergy stent and non-boston scientific balloons. Post treatment of the rpda lesion, the lesion from the mid rca to second right posterolateral artery (rpl) was treated with a 3.50 mm x 48 mm synergy stent, 3.50 mm x 30 mm, 3.50 mm x 15 mm, 2.50 mm x 12 mm, 3.00 mm x 15 mm, 4.00 mm x 20 mm and 4.00 mm x 15 mm nc emerge balloons, a 4.0 mm x 24 mm synergy megatron stent, and non-boston scientific balloons. The subject was noted with good flow. Post revascularization, the residual stenosis was unknown with thrombolysis in myocardial infarction (timi) flow of 3. On (B)(6) 2024, the subject was discharged on dapt. On (B)(6) 2024, the subject presented to the emergency department with complaints of ongoing right sided chest pain, shortness of breath associated with activity and continued chest discomfort since cardiac stent placement on (B)(6) 2024. Two nitroglycerine were administered. On the same day, lab test revealed elevated troponin I, consistent with protocol definition of myocardial infarction. Based on the symptoms and biomarker elevation, the subject was diagnosed with myocardial infarction during follow up period. The location of myocardial infarction was not identifiable and was not a q wave mi. On (B)(6) 2024, the event was considered to be resolved/recovered.